Manufacturer narrative:
Continued e.1. Postal code: (B)(6). Continued e1 phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Explanting physician reported right side capsular contracture, baker grade unknown. The device remains implanted.